Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 63 year old male admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The team observed the console to be stuck on priming when the pump insertion was ongoing. The team had a user error, in that the connection of yellow-yellow, was not done prior to implant in the body. The team made decision to remove the pump and replaced it with a new cp pump. There was a temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. The patient was noted to expire on the second cp. The 2nd cp pump supported the patient for just under 2 days. The death is conservatively being reported on the product due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
B5: additional event description added.

Event description:
Additional information was received that reports that "according to the staff the device was set up appropriately but would not advance past the "purge connection screen". I do have the pump for return and investigation."